Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the generator asked to change handpiece. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .